Manufacturer narrative:
Title: lung isolation for whole lung lavage in a pediatric patient with atypical airway anatomy due to short stature: a case report source: susan e. Eklund, md,* and david n. Levin, md¿ date: (B)(6) 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature, the patient¿s airway would not accommodate a traditional double-lumen tube. The endobronchial 4.0 tube was too short to extend beyond the mouth and was modified by removing the 10 mm adapter, cutting the dilated proximal end, applying isopropyl alcohol to the outside, then slipping a 5.0 uncuffed tube end-over-end. The bronchoscope was able to navigate past this transition point. With this final arrangement, there was a leak of approximately 10¿15 ml from the right lung, likely due to inadequate seal of the tracheal ett cuff against the bronchial. The patient was extubated on postprocedure day 1. After the second procedure, she was extubated approximately 5 hours postprocedure. She reported minimal discomfort after extubation.